Manufacturer narrative:
Initial reporter from the site, (B)(6), declined to provide the patient identifier. On 03/23/2016 a medtronic representative, following-up at the site, reported the site denied navigation system archive per (B)(4) hipaa rules. Reported issue could not be replicated. Navigation system functioned normally, scope probe was verified without issue. On 03/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, navigation support, reported that while in a cranial procedure, the scope probe was verified, however, after the plan was set, the navigation system camera could not see the scope probe. The instrument was added to the instrument list, the spheres were changed, the scope could not be seen or verified. A navigation system re-boot restored normal function and the scope probe was recognized and verified. The surgeon was checking the navigation accuracy and found that when the scope probe was placed on the nose, it was showing that the navigation was between the teeth. In trouble-shooting, the medtronic representative recommended re-registering the patient, however, after everything was sterile the surgeon declined. The surgeon opted to continue, with this knowledge, and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.